Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. "Device evaluation: visual analysis of the photographs identified; an opening, and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device & use error.

Event description:
Healthcare professional reported "rupture when introducing". The device was not implanted. It is unknown if surgery was completed with a backup device.